Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a sigmoid procedure the blade tip broke off and the piece fell into the patient. The piece has not been found and remains in the patient.